Event description:
It was reported that the customer received numerous faulty epidural catheter locks within their current batch. Approximately 1 in 3 of them the yellow lock will then cause the catheter to be completely blocked when secured in place. There were no reported patient involvement and no adverse harm reported.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.